Manufacturer narrative:
The device has not been returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image disappeared when the customer angulated the distal end of the device. Then, olympus inspected the device at olympus service operation repair center (sorc) and the event was reproduced. There was no report of patient injury associated with this event.